Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported via the healthcare provider (hcp) they had difficulty recharging because the connectors/implantable neurostimulator recharger (insr) would not connect to the battery pack and allow him to charge. Recharging best practices were reviewed with the patient included positioning the antenna over the implant, ensuring the belt was positioned properly if used, and adjusting the antenna dial. A recharge session was attempted but the reposition antenna screen was seen and there was unsuccessful communication. There were no implantable neurostimulator (ins) pocket issues reported. It was noted the patient had a CT scan several months ago and he turned the device off. Then when he had a second CT scan just a couple of weeks ago the device already wasn't working. The last time stimulation was felt was around (B)(6) 2015. A request was made to meet with the manufacturer's representative (rep) prior to meeting with the hcp as it was reviewed with the hcp that the patient could potentially be in overdischarge. No patient symptoms were reported. Relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.